Event description:
A peritoneal dialysis (pd) patient's caregiver reported finding a fluid leak when removing the cassette around the drain line, the inside of the cycler was dry. The cycler had alarmed at the end of treatment. During follow-up the patient's pd nurse reported the patient had been hospitalized with peritonitis. Medical records have been requested.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.